Event description:
The field service engineer (fse) reported that both white blood cell (wbc) and red blood cell (rbc) baths were overflowing in the coulter ac t diff 2 analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak from an overflow of the white blood cell (wbc) and red blood cell (rbc) baths. The fse found the baths were draining very slowly. The fse checked the drain lines through the associated pinch valves from install of the instrument on (B)(4) 2013 and reseated them allowing the baths to drain properly and resolving the bath overflow issue. Failure mode of the leak was related to the drain lines through associated pinch valves not seated properly during install performed on (B)(4) 2013. (B)(4).